Manufacturer narrative:
Reference MFR report # 2916596-2016-01540 for the report of the patient¿s previous gastrointestinal (gi) bleed. (B)(4). Approximate age of device ¿ 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016 the patient had a large black tarry bowel movement at 5am, and subsequently vomited a moderate-to-large amount of bright red blood with clots. The patient¿s hemoglobin down-trended from 6.4 g/dl on (B)(6) 2016 to 5.1 g/dl. At the time of the event, the patient was on a heparin drip. In response to the bleeding, the heparin drip was discontinued and 2 units of packed red blood cells (prbcs) were transfused. The patient¿s medication regimen also had an unspecified alteration. No additional information was reported. Arteriovenous malformation (avms) were confirmed. The gi bleed was reported as ongoing.

Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2016-02303 for the report of the pump pocket infection and patient expiration.

Event description:
Additional information: it was reported that the patient remained hospitalized as status 1a for transplant. The patient¿s gastrointestinal (gi) bleeding had not resolved. Multiple transfusions were required during the hospitalization. Gastric and duodenal arteriovenous malformations (avms) and ulcerations were cauterized and clipped. Incidentally, it was reported that the patient expired due to respiratory failure on (B)(6) 2016.